Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the accolade stem and no indication in the medical review to suggest an issue associated with the device under the scope of this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient has anterior hip pain, had hip flexor release in december without relief. Bone scan at one year. Planned having hip revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient has anterior hip pain, had hip flexor release in (B)(6) without relief. Bone scan at one year. Planned having hip revision.